Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the tamper seal on bottom case and plunger assembly removed. The pump had a cracked right plunger case and a missing warning label on the bottom case. Review of the event history log found evidence of motor rate error in the history. Functional testing was performed using an occlusion test and during testing, motor rate error occurred. The root cause of the problem was determined to be a combination of a worn and dirty motor assembly, worm gear, leadscrew and clutch halves. This wear was considered normal wear as the pump was over 9 years old. The motor assembly, worm gear, leadscrew and clutch halves were replaced to resolve the problem. UDI number is unknown. No information has provided to date.

Event description:
It was reported that the pump displayed motor rate error. No additional information available. No patient injury was reported.